Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Surgeon reported, while placing an accudrain, he noted leaking at the 3 way stop cock. A second accudrain was successfully placed. No patient injury occurred as a result of the event.